Event description:
On 03/02/2000, the distributor's sales rep informed the manufacturer's (MFR.) Rep of the following: rep requested a tunneling stylet from the MFR., but was told there was none available. The distributor's sales rep made a presentation to a physician concerning the product in question. When the kit was opened to show the physician how the tunneler works, the tunneling stylet was missing. Another kit (catalog# ac-230kc) was opened and this kit had the tunneler. No further details were provided.